Manufacturer narrative:
Age: unknown, information not provided. Ethnicity/race: unknown, information not provided. Date of event: unknown, not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. Device evaluated by MFR: the intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was defective. No further information was provided.